Event description:
The clinician reports, that the implant was inserted (B)(6) 2015 in ada 27 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis and pain. No further patient complications were reported.